Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were not functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the response buttons were not functioning properly. The cause of the failure was isolated to contamination on the j1004 connector. The root cause for the contamination could not be positively identified. No adverse event resulted from the defective monitor.